Event description:
Reporter alleges the pt has reported a decrease in size over three years (right greater than left) with firmness and pain (right greater than left). Reporter also states the pt has a history of motor vehicle accidents in 1987 and 1990 with rib fractures but did not notice specific trauma to the breasts. Reporter also alleges the pt has arthralgias, myalgias, paresthesia, fatigue, adenopathy, hot flashes, headaches, neurocognitive problems, sicca, rashes, raynaud's, shortness of breath, gastrointestinal and genitourinary problems, increased cholesterol and rupture.